Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-13, information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It was reported the patient was explanted and "apparently the patient is fine".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-17, additional information was received from the manufacturer representative (rep) and confirmed with the healthcare professional (hcp). Additional information stated that the hcp felt that the clear fluid in the pump pocket was cerebrospinal fluid (csf). Per the hcp's np, the patient had been discharged home and was doing well. The explant occurred on (B)(6) 2018 to resolve the event.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2018, the rep was notified from the hcp that "apparently cerebrospinal fluid (csf)was leaking form the patient's back to the pump pocket". The rep did not know the current symptoms except for pocket and back incisions were swollen. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The reported diagnostics/troubleshooting performed stated the patient was "apparently" hospitalized for 6 days following the implant. The hcp was notified by the ER hcp. The hcp indicated that they saw the patient in their office yesterday((B)(6) 2018) and aspirated "about a pint" of clear fluid from the pocket. The hcp said that the back incision was swollen. The hcp felt the "anchor failed". The rep did not know if the catheter remained in the intrathecal space or not and stated, "apparently during the implant on (B)(6) 2018,the sr called tech about a question from md about the anchor". The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's status was alive -no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.